Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and rupture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel, breast implant on the left side, and with a 375cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade IV, and bilateral breast implant rupture discovered during replacement surgery with catalog number 3504751bc ; serial number (B)(4) on the left side, and with catalog number 3504501bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and rupture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast augmentation with a 400cc mentor memorygel, breast implant on the left side, and with a 375cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade IV, and bilateral breast implant rupture discovered during replacement surgery with catalog number 3504751bc ; serial number (B)(4) on the left side, and with catalog number 3504501bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s left-sided device.